Event description:
It was reported by service report that the pt right siderail could not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right siderail could not be locked in the upright position due to a malfunctioning timing link assembly.